Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy with intraoperative cholangiogram. Attempted cdbe exploration. Medwatch report #4900240000-2019-8186 was received through the mail on 23dec2019. The event occurred in (B)(6) 2019. The report was made in (B)(6) 2019. Clip applier misfired - wouldn't release clip when deployed. Event occurred in the hospital or. Approximate age of device is 1 day. This was not used as a laboratory device or in a laboratory test. No adverse event. Product is available for evaluation. Additional information received via email on 08jan2019 from hospital. The date of the event was (B)(6) 2019. It is unknown if the device jammed while on a vessel. It is unknown how the case was completed after the event occurred. It is unknown if this issue was initially observed when the first clip or a subsequent clip was loaded. It is unknown what model/size of trocar was used. It is unknown if a clip properly seated into the jaws. It is unknown if any pressure was applied to the trigger while moving through the trocar. It is unknown if a clip was loaded into the jaws prior to the device's insertion/removal through the trocar. It is unknown if a clip was manually removed as a loaded clip, leaving the feeder exposed. It is unknown if the trigger appeared intact. There are no pictures of the complaint device but the device and packaging was saved and available for return. "This is from the operative note but there is no mention of misfire: 'the cystic artery was clipped twice proximally and once distally and divided. The cystic duct was clipped and a ductotomy was created. Cholangiogram catheter was inserted and cholangiogram was performed. I felt best to secure the cystic duct and plan for an ercp in the near future. The cholangiogram catheter and guidewires were removed. Cystic duct was clipped 3 times proximally and then transected. Previous cystic artery was transected between the previously placed clips. Gallbladder was then taken off the liver bed using electrocautery." Patient status: no adverse event.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering observed that the distal ramp of the channel support assembly (csa), a metal component in the shaft that guides clips into the jaws, was damaged. This confirms the complainant¿s experience of a clip not loading. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the distal ramp of the csa that was damaged. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: 1. Laparoscopic cholesystectomy with interaoperative cholangiogram. 2. Attempted cdbe exploration. Medwatch report #(B)(4) was received through the mail on 23dec2019. The event occurred in november 2019. The report was made in november 2019. Clip applier misfired - wouldn't release clip when deployed. Event occurred in the hospital or. Approximate age of device is 1 day. This was not used as a laboratory device or in a laboratory test. No adverse event. Product is available for evaluation. Additional information received via email on 08jan2019 from hospital. The date of the event was (B)(6) 2019. It is unknown if the device jammed while on a vessel. It is unknown how the case was completed after the event occurred. It is unknown if this issue was initially observed when the first clip or a subsequent clip was loaded. It is unknown what model/size of trocar was used. It is unknown if a clip properly seated into the jaws. It is unknown if any pressure was applied to the trigger while moving through the trocar. It is unknown if a clip was loaded into the jaws prior to the device's insertion/removal through the trocar. It is unknown if a clip was manually removed as a loaded clip, leaving the feeder exposed. It is unknown if the trigger appeared intact. There are no pictures of the complaint device but the device and packaging was saved and available for return. "This is from the operative note but there is no mention of misfire: 'the cystic artery was clipped twice proximally and once distally and divided. The cystic duct was clipped and a ductotomy was created. Cholangiogram catheter was inserted and cholangiogram was performed. I felt best to secure the cystic duct and plan for an ercp in the near future. The cholangiogram catheter and guidewires were removed. Cystic duct was clipped 3 times proximally and then transected. Previous cystic artery was transected between the previously placed clips. Gallbladder was then taken off the liver bed using electrocautery...'" Patient status: no adverse event